Event description:
Initial information regarding this serious unsolicited device case from united states was received from patient on (B)(6) 2015. This case involves a female patient of unknown age who had application site burn (burn holes) an unspecified time frame after using smart relief tens therapy (icy hot smart relief tens therapy). No relevant past medications, medical history, concurrent conditions or concomitant medications were reported. On an unspecified date the patient started using smart relief tens therapy once (lot/batch number and expiration date: not provided) for an unknown indication. The patient reported that the smart relief tens therapy was not safe and she had used the device once after suggestion of the physical therapist. The patient had read the directions very carefully and only used it once because when she took it off, she had 2 burn holes in the back (onset date and latency: unknown). According to the patient the holes were caused by the device and the therapist confirmed it. They were actual burn holes in her back. Action taken: drug withdrawn nos. Corrective treatment: not reported. Outcome: unknown. This case was assessed as serious due to medically significant event of "burn holes". Pharmacovigilance comment: sanofi company comment dated (B)(6) 2015: as per information available in the case, a possible causal association of smart relief tens therapy for the event of burn holes cannot be denied completely however at the same time further information more detailed description for event of burn (corrective, symptoms, intervention, condition of skin etc) would assist in a comprehensive assessment of the case.